Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer's blood glucose level was 500 mg/dl and the current blood glucose level was 286 mg/dl. Customer did allege insulin pump was under delivering. The insulin pump had a pump error alarm. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The reservoir will not be returned for analysis.